Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) warns that failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
On (B)(6) 2015, the patient underwent a coronary angiography and stent placement in the coronary arteries. A 6f angio-seal sts plus was deployed in the femoral artery. It was reported that while the collagen sponge was being tamped with excessive force under the skin, the suture broke and its distal portion remained within the vessel. A portion of the collagen sponge was also deployed into the vessel. It was reported that the physician may not have deployed the anchor properly in the vessel, nor was adequate resistance felt when tamping, therefore the collagen might have been pushed down too far resulting in deposition of the collagen sponge in the vessel. It was also reported that the "angio-seal" printed on the sheath tube may have been used as a guide for insertion, which may have led the physician to push the collagen down further than necessary. Manual compression was applied to stop the bleeding at the puncture site. Later that day, the patient complained of pain in the lower extremity. An angiography revealed the anchor detached from the inner wall of the vessel and confirmed there was a blood flow disturbance. A revascularization procedure was performed. On (B)(6) 2015 the patient suffered cardiopulmonary arrest, and was resuscitated, intubated, and put on a respirator. Angiography revealed restenosis in the deployed stent, so the site was dilated with a balloon catheter and blood flow was restored. On (B)(6) 2015, the patient experienced reperfusion-induced hyperpotassemia. Continuous hemodiafiltration (chdf) was conducted, but the patient remained hypertassemia and experienced an increase of creatine kinase. The patient then developed compartment syndrome. On (B)(6) 2015, the patient expired. The physician reported that the patient¿s death was unrelated to the use of the angio-seal device.